Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. A crack was seen on the insulation. The instrument failed the insul scant test. The probable root causes are normal wear, improper sterilization methods, and user misuse.

Event description:
It was reported that the monopolar handle failed integrity test.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monopolar handle failed integrity test.